Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call prime anomaly, failed battery test, battery out limit alarm and no delivery alarm on the insulin pump. Customer's blood glucose level was 110 mg/dl. Customer advised they put the insulin pump away and forgot to remove battery which caused battery out limit alarm. Troubleshooting for the prime rewind was performed. Customer advised they were stuck in a preparing to prime loop. Troubleshooting was unable to resolve the issues on the device. Customer¿s insulin pump was out of warranty and they were unable to receive a replacement device. Customer was advised alarms may have not been cleared which may not allow them to rewind the insulin pump.